Event description:
It was reported that label error occurred before use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "this is to inform the bad state of some yellow tubes bd brand, which mostly present the lifting of factory stickers. This imperfect causes that when the patient identification sticker is pasted, the two stickers get up or worse, there is still a risk that the two stickers will fall and the sample will remain unmarked. Due to the above it has been necessary to remove the factory sticker and paste the patient identification sticker, in order to avoid adverse events. However, I request your kind collaboration to manage the change of the racks since this defect we began to notice since tuesday of last week when 7 racks were dispensed from the warehouse, of which we used 3 racks. In these three racks we have found between 60 and 70 tubes approximately with this defect and we still have 9 racks in the warehouse. All are lot 9067617-2020-02-29, expire: feb 29, 2020."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA #1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that label error occurred before use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "this is to inform the bad state of some yellow tubes bd brand, which mostly present the lifting of factory stickers. This imperfect causes that when the patient identification sticker is pasted, the two stickers get up or worse, there is still a risk that the two stickers will fall and the sample will remain unmarked. Due to the above it has been necessary to remove the factory sticker and paste the patient identification sticker, in order to avoid adverse events. However, I request your kind collaboration to manage the change of the racks since this defect we began to notice since tuesday of last week when 7 racks were dispensed from the warehouse, of which we used 3 racks. In these three racks we have found between 60 and 70 tubes approximately with this defect and we still have 9 racks in the warehouse. All are lot 9067617-2020-02-29 expire: feb 29, 2020."